Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test, indicating a high resistance value between the hc and the ground bond on the power supply. The ground bond resistance was 99.000 with a range of 0.001 to 0.100. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and failed both the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test due to the ground bond resistance being outside of the limits. The assignable cause of ground bond resistance was undetermined.